Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer needs assistance in changing his basal rates. Customer stated that he was taking steroids and blood glucose was up to 600 mg/dl. Customer stated will follow with healthcare provider to discuss the medicine and basal rates adjustments. No further information provided.